Event description:
Adverse event: swelling of the right knee, pyrexia. On (B)(6) 2012, a (B)(6) male, pt, received artz dispo injection with xylocaine to the right knee for osteoarthritis. On (B)(6) 2012, he developed swelling of the right knee and pyrexia. Irrigation was performed. He was given antibiotics and gamma-globulin. He was transferred to the hospital (B)(6). The injection physician considered that the event was highly likely infection, and possibly related to the artz dispo because of no other possibility. He stated the pt was under susceptible condition to infection because of his complicated diabetes.

Manufacturer narrative:
This case was initially received as non-serious case on (B)(4) 2012 and one of the similar six cases reported from a same facility. We are now investigating this case.